Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced high blood glucose levels for about four hours which was treated with pump on (B)(6) 2026 and patient does not know the cause of high blood glucose event.